Event description:
A malfunction alarm, identified as malf 16, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and after following these instructions, the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the customer acknowledged and understood.